Manufacturer narrative:
H10: twenty five (25) devices were received for evaluation. A visual inspection was performed on all the returned samples, and it was noted that white particulate matter inside the fill port interior wall was observed in two samples only. The reported condition was verified in two samples and not verified in twenty three samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified particulate matter was observed in a twenty-five (25) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Date of event: the event occurred between (B)(6) 2023 to (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.